Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the procedure to insert the catheter from the left inner lumen was performed using a sheath introducer, the sheath could not cross the bent part of the blood vessel. The procedure was performed again with seldinger method. Radial focus of another company's product was used as the guide wire, it passed through the stylet, and the catheter was placed in the blood vessel. There was some resistance between the guide wire and the stylet and when the guide wire was coming out, it was able to be pulled. When it was attempted to pull the other stylet, an intense resistance was felt and the tip of the stylet broken when it they attempted to pull it out. As the tip part was in the catheter, the stylet was removed together with the catheter. It was reported that since the pieces was in the catheter lumen, no x-ray was performed. There was no defects/damages or abnormality noted, there was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: one of the stylets was broken. The proximal end of the stylet was disengaged, the shaft was twisted at the break. The red and blue adapter, scalpel, pull apart sheath, clamps, bifurcate hub and cannula appeared intact. A sealing cap, introducer needle and tunneler were also received and appeared intact. The guide wire was not received. Pmv performed functional testing, the catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. The red extension was tested with acceptable results. A test guide wire was inserted into the lumen to check for occlusion. No occlusion was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged broken stylet may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the procedure to insert the catheter from the left inner lumen was performed using a sheath introducer, the sheath could not cross the bent part of the blood vessel. The procedure was performed again with seldinger method. Radial focus of another company's product was used as the guide wire, it passed through the stylet, and the catheter was placed in the blood vessel. There was some resistance between the guide wire and the stylet and when the guide wire was coming out, it was able to be pulled. When it was attempted to pull the other stylet, an intense resistance was felt and the tip of the stylet broke when it they attempted to pull it out. As the tip part was in the catheter, the stylet was removed together with the catheter. It was reported that since the pieces was in the catheter lumen, no x-ray was performed. There was no defects/damages or abnormality noted, there was no luer adapter issue. There was no patient injury.